Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving an alert for out of range hv lead impedance. Review of lifetime ranges for the different vectors were found to be in range. The patient notifier was re-enabled and the patient will be monitored. The device remains implanted.